Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker over-sensed the lead impedance test which resulted in inappropriate automatic mode switch. No intervention was performed. The patient was stable.